Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The valve was prepared and loaded as per the instructions for use (IFU). During the procedure, the valve was able to be implanted successfully with one recapture. The patient remained hemodynamically stable throughout the procedure. Post-procedure, the patient was reported to be developed with hypotensive, and a circumferential pericardial effusion was observed. Pericardiocentesis was performed by draining 300ml. After 1.5 hours later, another 600ml was drained. The patient was in a stable condition was subsequently discharged.